Manufacturer narrative:
A functional eval of the returned device noted that the basket is functional. To evaluate the reported issue, water was injected through the device; no leak was observed. The reported malfunction is not confirmed. The (B)(6) 2008 15-month lithotripter basket product family complaint trend report, inclusive of all failure modes was reviewed; no unfavorable trend was noted. (B)(4).

Event description:
A trapezoid rx lithotripter device was planned to be used on (B)(6) 2008. According to the complainant, during preparation, "the device leaked contrast media from the proximal shaft." The procedure was completed with another trapezoid rx lithotripter device. No pt complications were reported as a result of this event. At the conclusion of the procedure, the pt's condition was reported as "good."